Event description:
It was reported that the customer had a no delivery alarm when she was changing the set. Customer stated that the issue has not occurred in the past couple of months. Customer stated she will try priming maybe 3 times and then just change the set and reservoir. Customer reported that the pump alarmed no delivery twice during priming, but the alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.